Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer sometimes wakes up with the insulin pump turned off and with high blood glucose. The patient's blood glucose at the time of incident was not specified. Troubleshooting was declined for the multiple instances of power error alarms as the customer was not comfortable using the insulin pump. The insulin pump will be returned and replaced.